Manufacturer narrative:
Concomitant medical products- 250ml braun bag, lot: j9k146n, exp: 02/22, heparin sodium in 5% dextrose. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the spike broke off inside the bag. There was a delay due to the replacement of the bag and IV tubing. There was no patient impact.

Manufacturer narrative:
The customer¿s report that the spike broke off inside the bag was confirmed based on visual inspection. The drip chamber's spike tip was broken off and the broken off spike tip piece was lodged within the infusion bag port. Further inspection of the damaged spike surfaces observed the breakage to be rough and uneven. It was concluded that an excessive external leverage force was applied to the spike, thus causing it to break. This is evidenced by the ductile fracture characteristics (jagged breakage and plastic deformation). Visual inspection observed the spike tip of the drip chamber was broken off. The root cause of the external lateral force was not identified.

Event description:
It was reported that the spike broke off inside the bag. It was confirmed during follow up that there was a delay in patient care, however; this event did not contribute to, or result in a serious adverse impact to patient. In addition, it was further noted that there was no patient involvement associated with this event. File revised and updated.